Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop and driveline faults. Based on complaint history and similarly reported events, the pump stop event and driveline faults are consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The patient was implanted with heartmate ii left ventricular assist system (lvas), serial number (B)(6), on (B)(6) 2015. It was reported that the patient had pump off alarms while supported by mobile power unit (mpu) power. Upon interrogation, replace controller alarms were active on 01aug2021 and driveline faults and pump off alarms were captured on (B)(6) 2021. Additionally, there was evidence of elevated powers as high as 14 watts. The submitted log file contained data from (B)(6) 2021 at 08:58:48 to (B)(6) 2021 at 11:13:20. The pump fixed speed was set at 9600 revolutions per minute (rpm) with a low-speed limit of 9200 rpm for the duration of the captured data. On (B)(6) 2021 at 1:05:19, there was a pump stop event which lasted approximately 2 seconds. The pump stop event was associated with low-speed advisories, low speed hazards, low flow hazards, and high motor current. Prior to, during and after the pump stop event there were numerous captured events where the pump power was elevated, ranging from 7.8-17.8 watts, and were associated with elevated calculated flow ranging from 6.1-12 liters per minute (lpm). Additionally, on (B)(6) 2021 from 0:57:11 to 1:04:15 there were 4 driveline faults that were associated with an issue within phase 3 (red and orange wires). Excluding the pump stop event, the pump operated at or above the low-speed limit. The submitted photos did not reveal any areas of concern to the patient¿s driveline. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition the relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13feb2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04554. It was reported that the patient experienced pump off alarms while connected to the mobile power unit (mpu). The patient also had a replace system controller alarm on (B)(6) 2021 and another replace system controller alarm on (B)(6) 2021 with a driveline fault alarm, and then later with pump off alarms. The patient also reported elevated pump watts as high as 14 with pulsatility index (pi) events. Technical services reviewed the log file and stated there were intermittent driveline faults, as well as an abnormal pump stop event during elevated power readings. The data showed a pump stop occurred on (B)(6) 2021 at 1:05am. There are two possible reasons for this type of event. The first is the momentary pump stop may have been caused by a high current event. The second potential circumstance regarding the pump stop event could be with the percutaneous lead. X-rays submitted for review contained no obvious areas of concern. The replace system controller alarm was associated with an lcd fault and the driveline fault alarm appeared to be due to an issue with the system controller.